Event description:
Co's catheter was being used to declot an a-v graft. Balloon was inflated with 2cc saline. When trying to withdraw catheter, balloon broke off. Attempts were made to locate latex maeterial in clot, but latex not found. Procedure finished with another catheter. Portion of balloon was possibly retained in graft as it was not identified as removed.